Event description:
It was reported that the event involved a (B)(6) male patient while in the cardiac cath lab during use. The vascular surgeon inserted an iab through the sheath via left femoral without issue and was connected to the pump. The purge was completed and the user pressed the standby button. After that, the user pressed the on button and no alarm. The monitor shoed the patient's blood pressure had not improved. All the connectors were checked again and were confirmed to be in the right position. The x-ray examination showed that only the proximal end of the iab was inflated. As a result, the iab was removed. A new iab was inserted via the right femoral artery, opposite insertion site and the iabp therapy went on as planned successfully. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The patient outcome is fine.

Manufacturer narrative:
(B)(4).